Event description:
See also MFR# 3004209178-2012-01522. It was reported that the patient needed a revision surgery due to a fractured lead. The impedances of the fractured lead were considered open at contacts 2 and 3. When the lead was removed, the fractured wires were visible on the proximal portion of the lead. It was suspected the fracture was due to the patient's severe dystonia. The lead revision was successful and the patient was doing "good." It was noted that the patient had bilateral lead replacements; it is unknown which lead was fractured. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
Lead model 3387s-40 lot: v039858 implanted: (B)(6) 2008 explanted: (B)(6) 2012. Extension model 7482a40 serial: (B)(4) implanted: (B)(6) 2008 explanted: na. Neurostimulator model 7426 serial: (B)(4) implanted: (B)(6) 2011 explanted: na. Lead model 3387s-40 lot: v113842 implanted: (B)(6) 2008 explanted: (B)(6) 2012. Extension model 7482a40 serial: (B)(4) implanted: (B)(6) 2008 explanted: na.